Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 04/18/2014 - medical records received. Patient was revised to address a large fluid collection. Upon revision a bloody fluid-filled pseudocyst and no bony ingrowth at the acetabulum was noted. The information received does not change the MDR decision. This complaint was updated on: 05/14/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.